Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 1ml bd safety-lok¿ u-100 insulin syringe with 29 g x 1/2" bd ultra-fine¿ needle came off after injection and the needle broke off in use. The needle was removed manually from the patient. There was no injury to the patient or clinician and no medical interventions were provided.

Manufacturer narrative:
Results: two sealed samples were returned for evaluation. Both returned samples were tested and both were able to activate properly without the hub-needle assembly or sleeve separating from the barrel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5162602. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, CAPA (B)(4) has been opened to address needle pulling out of the hub and safety mechanism break.